Manufacturer narrative:
Concomitant product: model: 310c29, porcine heart valve, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that a left ventricular (lv) lead revision was completed due to the chronic lead being in a "poor anatomic position" resulting in capturing issues and high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.